Event description:
Product reference number: 2017865-2025-15462. It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited high capture thresholds. The patient's rv and ra leads were explanted and successfully replaced. The patient was stable.